Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. (B)(4).

Event description:
A journal article was received that included a report of two in-hospital hemorrhagic strokes in the conventional group, five in-hospital sepsis events in the conventional group, one in-hospital sepsis event in the less invasive surgery (lis) group, nine extended inotropic support events in the conventional group, one extended inotropic support event in the lis group, three post-operative veno-arterial extracorporeal membrane oxygenation (va-ECMO) events in the conventional group, two post-operative va-ECMO events in the lis group, ten in-hospital respiratory failure events in the conventional group, six in-hospital respiratory failure events in the lis group, eight in-hospital renal failure events in the conventional group, five in-hospital renal failure events in the lis group, three in-hospital liver dysfunction events in the conventional group, and seven in-hospital bleeding events requiring surgery in the conventional group. There was only one patient in the conventional group who required pump exchange post-discharge due to thrombus formation. There was one post-discharge hemorrhagic stroke in the conventional group, one post-discharge ischemic stroke in the lis group, two post-discharge driveline infections in the conventional group, one post-discharge driveline infection in the lis group, one post-discharge sepsis event in the conventional group, ten rehospitalizations in the conventional group, and six rehospitalizations in the lis group. This article discussed the results of a prospective analysis of 2-year outcomes in 46 consecutive end-stage heart failure patients older than 60 years, who underwent left ventricular assist device (lvad) implantation for destination therapy (dt). The patients were ineligible for cardiac transplantation. The patients were divided into two groups according to the surgical implantation technique. The data of 20 patients that received lis-vad implantation were compared with those of a control group of 26 patients who underwent conventional sternotomy. There was a predominance of men (n=37) with mean preoperative ejection fractions measured by transthoracic echocardiography of 20.2% (conventional) and 18.5% (lis). The implantation was followed by a 2-year follow-up, during which the patients visited the outpatient clinic four times a year. Preoperative extracorporeal membrane oxygenation (ECMO) support was performed in three patients in the conventional group and in one in the lis group. Study data indicated that dt patients with lis-lvad implantation showed a lower incidence of postoperative bleeding, a reduced need for inotropic support, and a tendency to lower mortality compared with patients treated with the conventional surgical technique. Further follow up did not yet yield any additional relevant information regarding these event(s).

Manufacturer narrative:
Product event summary: the device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
An hvad pump with an unknown serial number was not returned for evaluation. Review of the manufacturing documentation and sterility certificate could not be performed since the pump serial number is unknown. Review of log files could not be performed since log files were not provided for analysis. Based on the investigation conducted, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received indicated that no further information will be provided by the site. After further review of additional information received the following sections have been updated. Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report. Referenced article: sociedad espanola de cardiologia. Published by elsevier espana, s.l.u. Doi: http://dx.doi.org/10.1016/j.rec.2017.03.023. Article name: left ventricular assist device therapy for destination therapy: is less invasive surgery a safe alternative? By: sebastian v. Rojas,a,^,* jasmin s. Hanke,a,^ murat avsar,a philipp r. Ahrens,a ove deutschmann,a kirstin a. Tu¨ mler,a aitor uribarri,a,b sara rojas-herna´ndez,c pedro l. Sa´ nchez,b jose´ m. Gonza´ lez-santos,d axel haverich,a and jan d. Schmittoa this is one of two reports (MFR. 3007042319-2017-03107 and MFR. 3007042319-2017-03115) submitted for the same article.